Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported the surgeon used the first screw, and it broke midway while inserting. He corrected his technique and ensured that while screwing, he held the tap handle perpendicular to the plate, he had almost completely inserted the second screw when the screw head touched the plate, it broke. He was able to insert additional screws without any incident. There was about an hour delay in the case, due to the screws breaking. The tip of the broken screws was removed from the patient.